Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and downloaded and reviewed error log and found error code 1122 cbit high temp. The blower did not sound like it was correctly operating. Per the service manual for error code 1122, the blower needs replaced. The fse replaced the blower assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting a check vent: blower temperature high message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) for onsite repair.